Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection and temperature and impedance test of the returned device were performed following j&j procedures. Visual analysis revealed that there was a reddish material and a hole on the pebax's surface. During the temperature and impedance test, the generator did not show any impedance values due to an open circuit on the tip; however; temperature values were displayed on the generator. A manufacturing record evaluation was performed for the finished device number lot: 31296288l and no internal actions related to the complaint were found during the review. The temperature issue reported by the customer could be related to the reddish material found on the pebax, therefore, the temperature issue was confirmed. The potential cause of the damage on the pebax could be related to the usage of the device during the procedure; however, this cannot be conclusively determined. The impedance issue observed during the investigation is unrelated to the issue reported. The instructions for use (IFU) contain the following information: when radiofrequency (rf) energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip should be inspected for char/coagulum that may be present on the tip. If present, do not continue the procedure with the same catheter and replace the catheter. If no char/coagulum is present, flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient's body. In relation to the pebax damage, the instruction for use (IFU) contains the following warnings and precautions: do not use excessive force to advance or withdraw the catheter when resistance is encountered. Do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. As part of johnson & johnson medtech's process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) cardiac procedure with a qdot micro for which biosense webster¿s product analysis lab (pal) identified a hole on the surface of the pebax. Initially, it was reported that the ngen generator would display a steep temperature curve when attempting to ablate and stop ablating. They reseated all the connections without resolution. The cable was replaced without resolution. When the catheter was replaced, the issue was resolved, and the procedure continued. No adverse patient consequence was reported. The temperature issue was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Pal received the device and per the evaluation completion on 17-oct-2024, reddish material and a hole on the pebax's surface was observed. This was assessed as MDR reportable with an awareness date of 17-oct-2024.